Event description:
Additional information received indicates the lead is not liable.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-17908, 1627487-2021-17909. It was reported the patient¿s leads migrated. Surgical intervention took place wherein two leads were explanted and replaced. Note: it is unknown which two leads are liable, as such all leads are being reported.